Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during clip deployment, a "dull click" was heard and resistance was encountered during device removal. The device was removed by inserting a dilator into the access ports that unlocked the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and counter-traction with an assertive pull were applied, which released the device from the pt's anatomy. The starclose se device clip achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.